Manufacturer narrative:
Review of device manufacturing record history is currently in progress.

Event description:
In (B)(6) 2015, a gore propaten vascular graft was implanted in an axillo-femoral bypass procedure. On (B)(6) 2016, it was found the graft had occluded. Following a thrombolysis, the graft was broken just above the anterior superior iliac spine. The proximal and distal portion of the interrupted graft were excised. The repaired graft remains implanted.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Manufacturer narrative:
The report should be categorized as 'serious injury'.